Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the adhesive was too strong, which caused the patient to have to wear the mec for 2 days or more. No medical intervention was required.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, a device history record could not be reviewed. Although the product code is unknown, the male external catheter labeling is found to be adequate based on past reviews.

Event description:
It was reported that the adhesive was too strong, which caused the patient to have to wear the mec for 2 days or more. No medical intervention was required.